Event description:
(2 of 2) it was reported that the plastic on all 10 of the customers lockboxes appear cracked and as if 'shattered'. They are concerned about the infection control risk of them not being fully intact and they look awful to both the customer and patients. The shattered edges can also be sharp and unsafe for the user. Ongoing issue over last 18 months. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record (DHR) review request was sent to the supplier; no further information has been made available to date. The mostly likely root cause of the reported issue was crazed / cracked by lockboxes being cleaned with incompatible solutions. Please for cleaning recommendations from raw material supplier. IFU indicates: use a soft, lint-free cloth to clean the lockbox using a mild detergent solution, and then disinfect the lockbox for a contact/kill time of 4 minutes with the product. Caution: using a cleaning or disinfecting product other than that listed above may damage or affect the transparency of the lockbox.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.